Event description:
It was reported that on (B)(6) 2013 xia3 surgery was performed; during the surgery, the number of long offset connectors required was not enough. Therefore the surgeon overlaid two short connectors to achieve the desired length. Approximately 4 months after the surgery, it was found that the short connectors become loose and separated. The revision surgery is scheduled to be performed on (B)(6) 2013.

Manufacturer narrative:
Five connectors (catalogue#03820131 & lot#12a960- quantity 2; catalogue#03820101 & lot#12e042- quantity 2; catalogue#03820101 & lot#131868- quantity 1) were used in total at the primary surgery, 2 of them came loose. It was not possible to identify the 2 connectors.